Event description:
A 3-week-old infant admitted with a diagnosis of respiratory failure, pneumonia, r/o sepsis, failure to thrive, left internal-jugular broviac catheter was placed on 5/11/95. On 5/13/95, broviac not infusing well, was irrigated with urokinese, hcl, and heparin. On 5/5/95 broviac rupture was suspected and then confirmed an x-ray. On 5/16/95, broviac was removed and replaced.